Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated issue when the peritonitis occurred. The patient was treated with antibiotics (name, dose, route, frequency not reported). The cause of the peritonitis was unknown. The patient was recovering from the peritonitis at the time of this report. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The date of peritonitis was reported as having occurred on (B)(6) 2013. A review of all batch record documents for potentially associated lot numbers h12j11037, h13e02083, and h13e31025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch's but does not indicate any issues related to the complaint. A review of all batch record documents for potentially associated lot numbers h13a15043, h13d08067, h13d30020, and h13e17016 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.